Manufacturer narrative:
The reagent lot number is 889120. The expiration date was not provided. The field service engineer (fse) found that the probes were obstructed and replaced the sample and reagent probes. The fse made probe adjustments, adjusted the gear pump, cell rinse levels, and external rinse. An instrument check was performed successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 38.7 mg/dl, accompanied by a data flag in the middleware. The customer questioned the low result, which prompted them to repeat the sample. The sample was repeated on another c503 analyzer, and the result was 88.4 mg/dl. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.